Manufacturer narrative:
Initial reporter city (B)(6).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in a moderately tortous and mildly calcified coronary artery. A 2.25 x 32mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the stent distal edge was lifted. The procedure was completed with another of the same device. There was no patient injury reported.